Event description:
It was reported that during a remote follow up, noise was noted on the device. Abbott technical support was contacted. However, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the noise resulted in oversensing. The physician suspects the noise was due to right ventricular, however, it is unknown if diagnostic imaging was performed. The physician does not allege a malfunction of the device. The patient was in stable condition. Related manufacturer report number 2017865-2023-36518.